Manufacturer narrative:
The instrument logs were reviewed which found the customer had stopped the cuvette washing and had not cleaned the cuvettes after the system stopped. The optics log further indicated there were dirty cuvettes. Abbott field service performed preventative maintenance and replaced three parts associated with the cuvette washer including peristaltic head tubing, bellows, and dry nozzle. There were no additional discrepant results reported on architect (B)(4) after the parts were replaced. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for peristaltic head tubing, bellows, and dry nozzle identified no issues or trends. A review of architect c16000 tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c16000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 was identified.

Event description:
The account stated ID (B)(6) generated elevated multigent ammonia of 99.98 umol/l when processing on the architect c16000 analyzer. The sample was repeated 48 (another analyzer) and 55 umol/l on the same analyzer. The account uses ammonia reference range of 20 to 50 umol/l. No specific patient information was provided.